Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded.

Event description:
It was reported the catheter ruptured during onyx injection. No pt injury reported.